Manufacturer narrative:
Product complaint (B)(4). Complaint conclusion: it was reported, via a healthcare professional, that an enterprise2 4mmx30mm (encr403012/7599222) and a prowler select plus 150/5cm (606s255x/lot # unknown) was used for an endovascular embolization procedure. During the procedure, the user reported microcatheter - obstruction with loss of cerebral target position and inadequate support, and stent ¿ deployment difficulty (inaccurate placement) and withdrawal difficulty through microcatheter with loss of cerebral target position. The event was reported as such, ¿microcatheter migration & impeded. It was reported that during the procedure, the coil was filled successfully when the stent was partially released by the physician. Then the physician started to release the stent completely. But the microcatheter migrated backwards automatically. The physician retracted the stent to reposition the stent, but the stent was impeded in the microcatheter and could not be retracted. (The stent was not beyond the recapture limit point) the physician pushed the stent forward a little bit (not reached the recapture limit point), then retracted the stent again, but it still failed. The physician had to push the intermediate catheter (other brand) forward to cover the stent completely and then removed the intermediate catheter, microcatheter and stent from the patient. A new stent was switched along with the same microcatheter and intermediate catheter to complete the surgery.¿ additional information was received on 09-may-2024. Summary: information regarding the lot number for the prowler select plus 150/5cm and the brand of the intermediate catheter used were reported to be ¿unknown.¿ the target vessel/site was the left middle cerebral artery (mca). The event resulted in a 10-minute procedural delay, which was said to be not clinically significant. Relevant anatomical information, such as vessel characteristics and aneurysm characteristics, were described as ¿the degree of vascular tortuosity is average, m1 wide neck aneurysm.¿ the microcatheter was not found to be kinked or bent. A non-sterile 4mm x 30mm enterprise 2 stent was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and the delivery system was noted to be attached to the involved microcatheter. The stent was noted to be partially outside the tip of the catheter, and it was noted to remain attached to the delivery system. The stent component was inspected under microscopic magnification, it was found that one of the struts is broken. The delivery system was tried to be removed from the microcatheter, but strong resistance was felt. Then, the system was tried to be pushed forward, but it was impossible; the enterprise system was not moving. The issue reported regarding a stent component that could not be retracted was confirmed based on the findings mentioned above. It is suggested that excessive force was inadvertently applied in an attempt to overcome the difficulties experienced during the stent reposition which ultimately resulted in the struts being fractured, based on this the customer complaint regarding difficulties during stent positioning can be confirmed. It could be reasonably suggested that the damages noted in the involved microcatheter are the result of the difficulties experienced during the withdrawal of the stent as it became impeded in the microcatheter. With the limited information available, the root cause of the failure mode observed remains inconclusive; however, there is no indication that the issue reported in the complaint results from a defect inherently related to the device. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 7599222. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required at this time. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contain the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. If resistance is felt while recapturing the stent, do not continue to recapture the device. ¿ withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Section e1. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date. Withdrawal difficulty-through microcatheter with loss of cerebral target position in the cerebral vasculature will require re-accessing the target site with increased potential for vessel trauma/vasospasm/ischemia due to cerebral vasospasm. Additionally, deployment difficulty resulting in inaccurate placement of the stent, may lead to damage of healthy intima, possibly side branch occlusion and/or the need for additional intervention. In this case, there were no reports of patient harm; however, the physician was required to perform the additional surgical intervention of removing the intermediate catheter, microcatheter, and stent from the patient, and implanting a new stent to preclude patient harm. Based on this required surgical intervention, this event does meet us FDA reporting under criteria 21 cfr 803 with the classification of ¿serious injury.¿ as part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2024-00484.

Event description:
It was reported, via a healthcare professional, that an enterprise2 4mmx30mm (encr403012/7599222) and a prowler select plus 150/5cm (606s255x/lot # unknown) was used for an endovascular embolization procedure. During the procedure, the user reported microcatheter - obstruction with loss of cerebral target position and inadequate support, and stent ¿ deployment difficulty (inaccurate placement) and withdrawal difficulty through microcatheter with loss of cerebral target position. The event was reported as such, ¿microcatheter migration & impeded. It was reported that during the procedure, the coil was filled successfully when the stent was partially released by the physician. Then the physician started to release the stent completely. But the microcatheter migrated backwards automatically. The physician retracted the stent to reposition the stent, but the stent was impeded in the microcatheter and could not be retracted. (The stent was not beyond the recapture limit point) the physician pushed the stent forward a little bit (not reached the recapture limit point), then retracted the stent again, but it still failed. The physician had to push the intermediate catheter (other brand) forward to cover the stent completely and then removed the intermediate catheter, microcatheter and stent from the patient. A new stent was switched along with the same microcatheter and intermediate catheter to complete the surgery.¿ additional information was received on 09-may-2024. Summary: information regarding the lot number for the prowler select plus 150/5cm and the brand of the intermediate catheter used were reported to be ¿unknown.¿ the target vessel/site was the left middle cerebral artery (mca). The event resulted in a 10-minute procedural delay, which was said to be not clinically significant. Relevant anatomical information, such as vessel characteristics and aneurysm characteristics, were described as ¿the degree of vascular tortuosity is average, m1 wide neck aneurysm.¿ the microcatheter was not found to be kinked or bent.